Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer did not perform the air removal step. The customer was educated to ensure the air is removed from the cartridge before filling, acknowledged this step, but chose not to load a new cartridge. The customer will continue using the current cartridge and will follow up if necessary.